Event description:
Healthcare provider reports: protime instrument alleged not working correctly. Pt therapeutic range: 2.0 - 3.0 inr. Reported protime results 0.9, 2.0, 2.5 all within 30 minutes. Reference lab inr of 7.5.

Manufacturer narrative:
(B)(4). Manufacturer awaiting product return for evaluation. Customer reportedly transported cuvettes and instrument in the same case with ice pack near the cuvettes. No 30 minute warm up to room temperature (as recommended in the operator's manual) prior to testing.